Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the device was found to operate on ac power only. The device's internal battery and power management board were replaced to address the issue.

Event description:
The MFR received info alleging a ventilator would not power on. The device was not in pt use.